Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Based on the above summary, the investigation is deemed closed. An overall product deficiency has not been identified. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The customer reported an unconfirmed false negative result with ID now covid-19 2.0 test kit on (B)(6) 2023. The customer received a positive result with antigen rapid test (fujirebio), and a negative result with ID now covid-19 2.0 test kit on the same day. Per the customer, the patient is getting better and no symptoms but received ID now test and antigen rapid test (fujirebio) to confirm the recovery. Additionally, the patient was diagnosed with covid infection one week ago. No additional patient information, including treatment and outcome, was provided.